Event description:
It was reported that during a coronary artery bypass procedure, one heartstring seal did not deploy out of the delivery tube into the aorta. A replacement heartstring seal was used to complete the procedure. No patient complications were reported by the hospital.

Manufacturer narrative:
Investigation details: a visual inspection was conducted on device. The visual inspection shows that the seal is outside of deployment tube. Other observations are that tension spring still loaded inside the deployment tube and plunger was depressed. Therefore, the complaint is confirmed based on how the seal was received. A lhr review was completed for the product. There was no nonconformance which could have attributed to this failure mode.